Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient's wife contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient and his wife for follow-up questions on (B)(6) 2011. The complaint was classified based on the customer care advocate (cca) documentation. The patient's wife reported the alleged issue began on (B)(6) 2010 at 5:00pm. The wife informed the cca that the patient manages his diabetes with insulin pump. The following day at an unknown time, the wife indicated the patient was eating more food/drink after the alleged issue occurred. Three days after the allege issue occurred, the wife stated the patient developed symptoms of 'high blood sugar". According to the wife, on (B)(6) 2011 at 10:45am, the patient was hospitalized. At the time of the hospitalization, the wife reported the patient was tested by the ER/hospital meter with a result of "400 mg/dl" and was immediately administered an unknown dose of apidra insulin. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misused of the meter, and the power button turned on when pressed; however it is not known if the correct test strips were used since the wife did not have the test strips available. Replacement products were sent to the patient. This complaint is being reported because the patient's wife claims the patient was not able to test his blood glucose on the subject meter and reportedly received hcp intervention after the alleged meter issue began.